Event description:
A customer reported that the battery of the t: slim x2 pump would not charge. The customer confirmed using the appropriate tandem charging cable and wall adapter, and after attempting to charge the pump for 30 minutes, it began charging successfully. There was no adverse impact to the customer¿s blood glucose level. No further assistance was required after the pump started charging.